Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported, through the filing of a lawsuit, that the patient was allegedly implanted with an lfit anatomic cocr v40 femoral head to his right hip. It is further alleged that he "began to experience progressive pain; a grinding or clucking sensation in his right leg; loss of mobility; inflammation and soreness around the implant; popping noise from right hip; extreme pain and instability of right leg; metallosis and severe discomfort." He later underwent revision surgery of the right hip.